Manufacturer narrative:
The implantable neurostimulator (ins) battery reached normal end of life; the telemetry and output were okay. The parameters were taken from the initial review during check-in. The impedance was unknown so the calculators default impedance of 1000 o was used. The longevity estimate is 36.48 months to eri. According to the trace report the ins reached eri in 38.7 months. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient's implant showed an elective replacement indicator (eri) which may have been a little early. It was noted that it had been about 2.5 years since the last replacement. A battery replacement took place on (B)(6) 2017 as a result, with the parameters set at 3.3v, 120 microseconds, 130 hz, 1- 2- 3- and impedances unknown. The issue was noted as unresolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.